Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an embolectomy catheter that was split in the center area of the balloon. All of the balloon material appeared to be present and the balloon remained attached to the distal and proximal ends. There was no evidence of the balloon pulling away from the catheter. The damage was microscopically examined and found to be consistent with over inflation of the balloon. However, the inflation volume was not reported. The tip of the catheter was also observed to be deformed. A long pin gage was inserted through the distal tip and it passed through the catheter without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions states the maximum inflation volume and warns the user not to exceed the max to minimize the risk of balloon or vessel damage. Operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter ruptured as the clinicians were hand inflating it. As a result, another kit was used successfully. There was no patient death or complications reported.